Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel..

Event description:
A us distributor contacted zoll to report that a patient developed a blistering irritation. The patient's physician allowed the patient to remove the device and prescribed an unknown ointment. The patient indicated that the irritation improved.